Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing and was admitted to the hospital. The lead had a confirmed fracture. The lead detection was programmed off. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.